Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2018, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On (B)(6) 2018, imaging showed that the contralateral leg component seemed to be partially "crushed" horizontally. It was reported an extreme amount of calcium in the patient iliac artery may have contributed to the event. On (B)(6) 2018, the patient underwent a femoral-femoral bypass to treat the contralateral leg component. It was reported the patient tolerated the procedure.

Manufacturer narrative:
Added additional conclusion code. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to the patient¿s anatomical suitability for endovascular repair. The IFU cautions adverse events that may occur and/or require intervention include, but are not limited to arterial or venous thrombosis, occlusion of device or native vessel and claudication.

Manufacturer narrative:
Date of birth.